Event description:
During an ercp and stone removal, the physician used a wilson-cook tri-ex triple lumen extraction balloon. The device was placed past the stones to facilitate removal. During sweep of the duct, the balloon ruptured, rendering the device inoperable. The balloon material detached from the catheter. The detached portion was removed from the bile duct with the endoscope by suction. No pt injury was reported.